Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, minor scratched display window and missing the end cap sticker.

Event description:
Customer reported via phone, the insulin pump was squirting insulin during prime. The lcd screen has a crack on the top right hand corner and the drive support cap was sticking out. Customer's blood glucose was unknown. Troubleshooting was only performed for the damage. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.